Event description:
It was reported that the anesthesia workstation suddenly posted an alarm during use and shut down automatic ventilation. The event did not lead to consequences for the patient; ventilation support was bridged in manual ventilation mode via the built-in breathing bag first until a replacement device could be introduced.

Manufacturer narrative:
A dräger service engineer has inspected the device on-site, could confirm the reported behavior and trace it back to an issue with the ventilator motor. The motor has been replaced, the workstation passed all consecutive tests and was returned to use. The exact failure mechanism is under further investigation at the manufacturer.

Event description:
It was reported that the anesthesia workstation suddenly posted an alarm during use and shut down automatic ventilation. The event did not lead to consequences for the patient; ventilation support was bridged in manual ventilation mode via the built-in breathing bag first until a replacement device could be introduced.

Manufacturer narrative:
A dräger service engineer has inspected the device on-site, could confirm the reported behavior and trace it back to an issue with the ventilator motor. The motor has been replaced, the workstation passed all consecutive tests and was returned to use. The replaced motor was returned to the manufacturer for evaluation but was damaged during transport, unfortunately. In particular, the so-called encoder disc which is part of the position detection system was seriously bent which made it impossible to check the motor in the dedicated test stand in the manufacturer's lab. It was confirmed with the service engineer that the damage was neither present before the exchange nor caused by the necessary worksteps. Due to the aspect that the motor could not be tested, it can only be concluded from the log file entries that the supervisor software detected a deviation between the measured and the expected motor position. The safety concept can be explained as follows: the ventilator motor is a step motor that drives a piston i.e. The number of rotations and the end position defines the piston hub; the piston hub is an equivalent to the tidal volume applied to the patient. To protect the patient from potentially hazardous output and/or from serious damages to the ventilator unit, the device is designed to shut down automatic ventilation when the divergence between expected and measured motor position exceeds a certain limit. The user will be alerted to the shutdown by means of a corresponding alarm, and manual ventilation with the built-in breathing bag including gas dosage will further be possible. Finally, even though the exact circumstances that led to the divergent motor position cannot be determined, it can be concluded that the system response was adequate as per definitions in the safety concept. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.